Event description:
It was reported that an unspecified right ventricular (rv) lead has showed a gradual increase in the shock impedance measurements to the point of being out-of-range of over 130 ohms. Technical services recommended preventive actions due to this issue. The rv lead remains in service and no adverse patient effects were reported.